Event description:
Approximately one inch of a lumbar catheter tip broke off in the patient while attempting to pull the catheter back, during the placement of the device. Physician elected to leave item in the patient as it was deemed to be extremely low risk. Dates of use: 2009.